Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient did not use the audio processor for the last three years because it was stolen. Reimplantation was recommended.

Event description:
The recipient did not use the audio processor for the last three years because it was stolen. Re-implantation was recommended, but no date for the surgery has been scheduled yet.

Manufacturer narrative:
Additional information: as per complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.